Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the ventricular lead bipolar impedance (186 ohm) was less than unipolar impedance (304 ohms) and was electrically 'noisy'. The lead was capped and replaced. No further patient complications have been reported as a result of this event.